Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported 20 false negative result with the ID now covid-19 assay ( test dates not provided). The assay was performed on nasal kitted swads on both nostrils. Repeat testing was not performed. Pcr confirmation testing generated postive results. As per the customer, the patient demographics for this event were males, ages 35 and under with ethnicities of caucasian, african american, asian and hispanic. As per the customer, no additional information is available as this event occured in (B)(6) 2020. As per the customer, the patients had no symptoms and there was no death, serious injury, or impact/delay to treatment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.